Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the distal tip was partially detached, showing presence of adhesive and sanding marks indicating that the pebax was properly attached to the core wire. Additionally, the core wire returned was fractured. It was found during the investigation of the returned guidewire that the core wire was fractured. The issues noted could have been generated by user, also by the interaction with other devices might have impacted the integrity of the device during the procedure. On the other hand, all outer diameters were found within specification. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jag wire guidewire was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the hydrophilic coating of the guidewire peeled off. The procedure was completed with a new jag wire guide wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the core wire returned was fractured.